Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Some of the batteries had signs of burns/damage consistent with the customer's report. The device was returned to the customer unrepaired and labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's batteries vented inside the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.